Event description:
It was reported by the rep the device was used in a diagnostic laparoscopy. It was reported the surgeon put in a 511sd at the umbilicus port placement. He then attempted to put the 355sd trocar in as a secondary port. When he armed the 5mm port, the blade would not stay armed throughout each layer of skin with force to penetrate. The shield covered the blade before going through the peritoneum. He had to open a new 355sd to finish the case. There was no consequence to the patient.